Event description:
It was reported that after inserting the orbit rdfl complex standard (638cs1630/ 15208495) through the y valve and screwing it, resistance was reported. After the device was withdrawn, the coil was untwisting. Additionally, the coil could not enter the microcatheter after trying several times. After the event, the device was changed to another one to complete the procedure. There was no possibility that the y connector was over tightened causing the resistance in advancing the delivery system, once the resistance occurred, and no additional force or manipulation was used to further advance the device. The sl 10 microcatheter (boston) was used with the coil, and no damages noticed on the microcatheter that might contribute to the event. A constant and dedicated heparinized saline source was used at all times, and after removal from the patient. After the coil system was removed, other than the reported event, no other damages were reported on the event (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No information was provided regarding the target site and aneurysm characteristics. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15208495 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil- unraveled/stretched' was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place 6 that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was report that after inserting the orbit rdfl complex standard (638cs1630/ 15208495) through the y valve and screwing (tightening) the y valve, resistance was reported. After the device was withdrawn, the coil was untwisting. Additionally, the coil could not enter the microcatheter after trying several times. After the event, the device was changed to another one to complete the procedure. There was no possibility that the y connector was over tighten causing the resistance in advancing the delivery system, once the resistance occurred, and no additional force or manipulation was used to further advance the device. The sl 10 microcatheter (boston) was used with the coil, and no damages noticed on the microcatheter that might contributed to the event. A constant and dedicated heparinized saline source was used at all times. After the coil system was removed, other than the reported event, no other damages were reported on the event (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No information was provided regarding the target site and aneurysm characteristics. There was no patient injury and the device will be return for analysis. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally inspections are in place to prevent this kind of failures leaving from the facility. The damages found on the hypotube could not be conclusively determined, however after removal from the patient it was noted that the device was not damaged (coil or delivery system-stretched, kink, bend, fracture, separated, etc). The reported stretching of the coil was confirmed. The stretched coil found on the device appears to have been caused by application of excessive force. However, a definitive conclusion regarding the timing of these damages as related to procedural use cannot be determined. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Procedural factors may have contributed to the event; however no conclusion can be made. With review of the available information, the device analysis and device history records review there is no indication that the damages are related to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.